Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the active current measurement and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The formatted history file lists data from 01/01/2009 to 01/01/2016. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 21-jan-2025. Unable to create the power management graph due to no data available. Pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. Swapping out test boards confirms blank display is isolated to pcba 1 and pcba 2. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: no cosmetic damage noted. Blank display not confirmed. Pump received with a high sleep current measurement, problem isolated to the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1884 was requested and customer response was the device will be returned.